Event description:
Reportedly, before 2023, the number of events due to noise oversensing increased, and the ventricular sensitivity was dulled to 0.8m v, but the number of events did not decrease. Looking at the trend, there is also a noise level of 1.2 mv to 1.5 mv, so if the sensitivity is further dulled, the vf may be under-sensed, and it is difficult to use this lead any more. The physician is considering the addition of lead or implantation of s-ICD if the inside of the blood vessel is clogged by angiography. Even before (B)(6) followed up the patient, there were reports of noise oversensing associated with the recall. The physician and patient are aware that this lead is a recall product.

Manufacturer narrative:
Evaluation summary: analysis of the provided patient files confirmed the reported ventricular sensing episodes corresponding to non-physiological signals since (at least) 8 july 2022. These non-physiological signals may result from a myopotential signal and/or electromagnetic interferences (emi). In-depth analysis revealed that an increase of the sensitivity of the subject ICD from 0.4 mv to 0.8 mv was performed. Following this sensitivity increase, noise oversensing could still be observed on the ventricular. It should be noted that since the ventricular capture threshold value is elevated and unchanged from the previous follow-up, it is recommended to re-evaluate it during every follow-up. Based on available data, no issue is suspected neither on the ICD nor on the lead. However, careful monitoring of this phenomenon should be performed upon each follow-up.